Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On september 12, 2022, the distributor reported the additional information: the pump history was reviewed, and there were no battery fluctuating issues identified. The pump was charged without anomaly. Troubleshooting was performed and the pump performed as intended. No failure was identified to have occurred. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803